Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient saw a ¿call your doctor¿ icon and a 376 antenna test-temp failure error code. The reporter stated that the patient had a dorsal column stimulator implanted on her left side for problems she had had on and off for the past 1-2 months. It was noted that the implantable neurostimulator (ins) had moved and the patient had pain at the site. The reporter noted that the ins used to be on the patient¿s left side about 1 1/2 under her ribcage and now was almost to the patient¿s spine and underneath the ribcage. It was noted that the patient could not get a recharge connection. The reporter noted that on the day prior to the report the patient had to move her antenna for the recharger ¿107 times in less than 10 minutes¿ to try to connect to the implant. It was noted that the patient was feeling pain because her antenna was rubbing and sticking out. The reporter stated that the patient went to the hospital on 2013-(B)(6) because of the pain at the ins site. It was noted that the patient had x-rays for her implant.